Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed, due to a faulty printed-circuit board failure. In addition, several dots in the image, due to a defective liquid crystal display screen was observed. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported, the high-definition lcd monitor display black screen. There was no patient involvement. No harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred due to faulty printed-circuit board which has signal processing function. The cause of the defective printed-circuit board could not be identified. Olympus will continue to monitor field performance for this device.